Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined as the valve holder was not returned for analysis. It is possible that the customer may have cut the suture at an unspecified location, and this was likely the reason for the holder release difficulty. The sales representative visited the customer to explain the structure of the valve holder and indicated the specified locations to cut the suture. The customer accepted the representative¿s explanation. The valve remains implanted with no additional patient effects reported.

Event description:
Medtronic received information that during the implant of this bioprosthetic mitral valve using minimally invasive, beating heart technique, the 3 points of the sutures holding the cinch holder would not release after being cut. As a result, additional strings were cut to release the valve. The surgeon was unable to visualize any remaining strings on the valve due to the mitral valve placement and implant technique. After the implant, echocardiogram was performed and showed possible remaining sutures from the cinch mechanism. It was reported that there were no adverse patient effects as a result. The valve remains implanted.

Manufacturer narrative:
Based on the available information, the product remains implanted. Additional information has been requested from the health care provider. Upon receipt of additional information and completion of our investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.